Event description:
Medtronic received limited information that during an open heart surgical procedure, the surgeon detected a black object that was lodged in a vein. After probing the site, the surgeon was able to retract the object. The object is suspected to be the duckbill from this vessel cannulae. The product is expected to be returned for analysis. No adverse pt effects were reported.

Manufacturer narrative:
No information available. Exact cause of the event cannot be determined as the product has not been returned. H3 analysis: to date, this product has not been returned to medtronic for analysis, and product specific information has not been obtained. Return of the product is anticipated. Without product return, review is limited, and no definitive conclusions can be drawn regarding the root cause for the event. A review of complaints was performed, however, and no similar events were identified for this product model. Conclusion: no definitive conclusions can be drawn concerning this event, at this time. Once the product is received, a more complete investigation will be able to be performed. A follow up report will be submitted to FDA once this information is obtained.